Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/22/2024, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handle had the end of the handle break off of the vault lock drill guide during use with no pieces breaking off inside the patient. The case was completed with no further information provided. This was discovered during an anatomic total shoulder procedure (B)(6) 2024, with no reported patient harm. Additional information was received on 3/26/2024: there was no delay reported. The case was completed with the complaint device. The surgeon had already completed the drilling prep; therefore, the device broke when he tried to remove it from the joint. There were no adverse effects on the patient.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal tip of the returned universal quick connect handle assembly was broken off. Abrasion mark was noted at the distal end of the sleeve. Rust spots were noted on the knurl areas of the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.